Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the pump case was removed and corrosion was found underneath the internal battery compartment is cracked below finger pad the black box confirmed time and date reset to default after battery change, pump was exercise for 24 hours, then took out the battery and the pump was exercise for 6 hours and the time an date was reset to default. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).